Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging the pump was suspending boluses without user intervention when the bolus was delivered with the meter remote. The patient's mother reported that the alleged issue occurred on (B)(6) 2011. The reporter claimed the patient obtained an elevated blood glucose (bg) reading in the 300 mg/dl range on the same day the alleged issue occurred. It is not known if the elevated bg occurred before or after the alleged issue started. The patient's mother denied that the patient developed symptoms suggestive of a high blood glucose; however, confirmed that the patient had tested positive for ketones. At the time of the call, the reporter claimed the patient's high bg resolved to 208 mg/dl and 100's mg/dl for the rest of the day. At the time of troubleshooting, the patient's mother claimed they did not receive an alarm or notification that the bolus was cancelled. Review of bolus history in pump revealed that on (B)(4) 2011 at 3:05am and 3:08am 0.00 of 0.09u were delivered. The reporter confirmed both these boluses were delivered via the meter remote. At 3:54am that same morning, the patient's mother claimed the patient's father bolused .90u via the pump and confirmed it was delivered successfully. At the time of the call, the reporter denied any issues with the pump's keypad buttons. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.